Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).181

Event description:
A customer reported that the illumination on port 1 and 2 were out. Bulb replacement requested. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp was replaced to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on november 5, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to lamp. However, how or when it became nonconforming could not be determined. The manufacturer internal reference number is: (B)(4).